Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I t was reported that on (B)(6) 2014 a surgery performed and during the procedure two retractor blades broke. When the surgeon tried to retract, the blades broke. One blade cracked and bent and the other blade broke completely. Additional blades were available and the surgery was performed successfully without any adverse consequence to the patient. No portion of the broken device remained in the patient post-operatively. There were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. The cracked retractor cannot be determined as bent. Too much force causing the retractor to crack. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.